Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that during device setup, a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The bme requested the part numbers of solenoids 3 and 4 for device repair. The rse provided the requested part numbers.